Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with heavily calcified anatomy, a pre dilation was performed with an 18 millimeter (mm) balloon. Following implant of the valve, a high amount of regurgitation was noted. Post dilation was performed with a 20 mm non-medtronic balloon. A second post dilation was performed with a 22 mm non-medtronic balloon. A third post dilation with a different 22 mm non-medtronic balloon was also attempted. Following the third post dilation, a pericardial effusion was observed which was related to the post dilation. An annular rupture occurred. Management of the bleeding was attempted, but after hours of care the patient died.

Manufacturer narrative:
Additional information was received which indicated that each of the valve post dilations involved one inflation performed for approximately 3-5 seconds. All included a syringe inflation device with hand pressure. The physician indicated that the cause of death was an annular rupture and related to the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that the regurgitation was classified as severe paravalvular leak (pvl). Prior to the patient's death, cardiopulmonary resuscitation (CPR) was initiated. The patient was intubated and medication was administered. Pericardiocentesis was also performed. Updated b2. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method code, results code and conclusion codes h10: conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: the video provided does not indicate the cause of the annular rupture. It was reported that annular rupture occurred after 3rd post-balloon attempt. The reported event indicated that following implant of the valve, a high amount of severe paravalvular leak (pvl) was noted. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported, patient had heavily calcified anatomy which may have been a contributing cause to the reported pvl. The event also indicated that following the third post dilation, a pericardial effusion was observed which was related to the post d ilation. Pericardial effusion is a known effect that can occur after cardiac procedures due to procedural complications. As reported, post dilation was performed with a 20 mm non-medtronic balloon. A second post dilation was performed with a 22 mm non-medtronic balloon. A third post dilation with a different 22 mm non-medtronic balloon was also attempted. In this case, first two post dilation performed were not meeting the balloon size recommendation per the device IFU table 3. This may have been a contributing cause for reported pericardial effusion. The event further indicated that an annular rupture occurred. Vascular complications, such as, rupture is known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). As reported, patient had heavily calcified anatomy. In addition, first two post dilation performed in this case were not meeting the balloon size recommendation per the device IFU table 3. These two factors may have been a contributing cause for reported rupture. In this case, a management of the bleeding was attempted, but after hours of care the patient died. Prior to the patient's death, ca rdiopulmonary resuscitation (CPR) was initiated. The patient was intubated and medication was administered. Pericardiocentesis was also performed. The physician indicated that the cause of death was an annular rupture and related to the device. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a proportional assist ventilation (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed and without valve returned for analysis, a conclusive assessment of the relationship between the event and the device could not be reached. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.